Event description:
It was reported that the insulin pump alarmed button error during normal use. The reporter did not provide the blood glucose reading. Advised return of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.